Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the gastrointestinal tract wall during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the upper digestive endoscopy procedure, the placement of the clip was attempted; however, it was closed and the clip did not release and did not allow to re-open. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of (B)(6). Medical device code: (B)(4). The returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly attached and the clip was inside the outer sheath. Microscope examination was performed, and it was found that both activations had been performed. Additionally, the clip arms were misaligned. No other problems with the device were noted. Based on the information provided, the clip assembly returned with both activations performed on the device, so it is acceptable that the device could not open after the first activation was made. It is possible that during the manipulation of the device, the physician performed the first activation without noticing, and as the instructions for use mentioned that after the first activation the clip, it can not be reopened. A labeling review was performed and from the information available, there was evidence that the device was used in a manner inconsistent within the instructions for use. The IFU stated to do not reopen the clip after the first click. The IFU stated, do not attempt to reopen the clip once the initial tactile resistance point has been passed and the first click has been heard or felt. Reopening the clip may result in the clip separating from the catheter and potentially kinking or damaging the device. After the first tactile resistance point is passed and click is observed, do not attempt to move the slider distally until both clicks are observed and the slider has been pulled against the thumb ring. This failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is unintended use error caused or contributed to event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.